Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the rotor was locked. After opening, it was noted that there was excess oxidation in several parts, thus indicating that the problem encountered was caused by failure in the cleaning process of the equipment which is also device maintenance. Therefore, the reported condition was confirmed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the motor on the compact air drive device was seized, jammed, and moving heavily. It was further determined that the rotor was locked. It was further determined that the device failed pretest for check for air leak, check for excessive noise, check the power test bench, and check starting behavior. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.